Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-nov-2016, UDI#: (B)(4), implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 500 mcg/ml of baclofen at unknown dosage via an implantable pump for intractable spasticity. On (B)(6) 2019, it was reported that the patient was going back every 2 months for pump refills. The patient had not been able to get a refill because the patient's healthcare provider (hcp) had lost office staff. The patient's pump had been working good for years but the patient was now taking other medications. The patient's pump reportedly began alarming around (B)(6) 2019 but the pump was not alarming on (B)(6) 2019. The patient went to see the hcp on (B)(6) 2019 because their legs and feet had swelled up. The hcp stated that patient was running on fumes. The patient was taking oral baclofen until they could get the pump filled. It was noted that the patient was to have their pump refilled on (B)(6) 2019. It was also reported that the patient's pump had shifted at least a year prior. The patient was in a wheelchair and when bending over the pump pokes into the patient. Additionally, the patient reported that the catheter used to be under the pump, but the catheter was on top of the pump according to the hcp. The patient stated that every time they go in for a refill, the patient would communicate to the hcp how much it hurt when the patient bent over. The hcp noted that the pump was sticking out about a year ago. The patient wanted the pump out, but the hcp couldn't do it and medicare wouldn't pay for it. The patient also reportedly had veins on their stomach that were on top of the pump. The patient had an accident 15 years prior and had a mesh put in. The mesh was never taken out and it was affecting the patient's circulation. As a result, the patient's body had created veins that have gone across the pump. The consumer also stated that they were concerned about the patient's hcp as the hcp was slurring their words, could not stand up, and was leaning against the wall. No further complications were reported. The patient¿s concomitant medications included 10 mg of oral baclofen 3x a day.